Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information : device available for eval, returned to manufacturer on, device return to manuf., device eval by manufacturer, if other specify, imdrf annex a,g,b,c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a chemo bag was hung by the registered nurse at 1930. An hour later the pump module alarmed for air in line because of the "tko" bag being empty although the chemo bag was full. The pump module was reprogrammed with a new "tko" bag and hung in same channel and the nurse also insured the chemo was dripping. 15 minutes later, the rn checked the infusion and the same issue persisted with pump pulling the tko bag and not the chemo bag. The same issue happened with the new channel being replaced on the same pump. The issue got resolved when the pump was changed completely. There was patient involvement but no harm.

Event description:
It was reported that a chemo bag was hung by the registered nurse at 1930. An hour later the pump module alarmed for air in line because of the "tko" bag being empty although the chemo bag was full. The pump module was reprogrammed with a new "tko" bag and hung in same channel and the nurse also insured the chemo was dripping. 15 minutes later, the rn checked the infusion and the same issue persisted with pump pulling the tko bag and not the chemo bag. The same issue happened with the new channel being replaced on the same pump. The issue got resolved when the pump was changed completely. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.